Manufacturer narrative:
Additional information: plant investigation: although the cycler was reportedly being returned for manufacturer evaluation, to date the device has not been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The as-received treatment with reduced dwell times passed. In addition, the cycler underwent and passed a valve actuation test and a system air leak test. No visual discrepancies were found during the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. Patients with esrd have mortality rates much higher than the general population. Based on the available information, the cause of the patient¿s death cannot be determined. The esrd death form is not available and there is no report that an autopsy will be performed. However, the patient¿s pd nurse reported the patient¿s pre-existing comorbid conditions are suspected to be associated with the event. The patient had a past medical history of esrd, hypertension, diabetes mellitus, severe pvd, bilateral bka and unspecified cardiac comorbid conditions which are all significant risk factors for death.

Event description:
A registered nurse contacted fresenius customer service to arrange the return of a liberty select cycler for a peritoneal dialysis (pd) patient who expired. The cause of death was reportedly unknown. However, there were no reported allegations that the death was related to any fresenius device malfunction or product issues. During follow-up, another pd nurse familiar with the patient confirmed the patient had expired in their sleep. The nurse stated the patient was still connected to the cycler when they were found unresponsive and it was unknown what phase of pd treatment the patient expired in. Details surrounding the events leading up to death are not known (including if the patient received any resuscitative efforts). According to the patient's contact, there were no cycler related issues during the pd treatment. Per the nurse, the patient¿s treatment sheets were not available. However, the nurse indicated the cycler was not suspected to have caused the patient¿s death. Additionally, it was stated that prior to death the patient was completing all pd treatments on the cycler without any adverse effects. The cycler was reportedly being returned to the manufacturer for evaluation.